Event description:
It was reported that this right atrial (ra) lead has exhibited high out of range pacing impedance measurements, but sensing has remained stable. Lead integrity evaluation was recommended. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead has exhibited high out of range pacing impedance measurements, but sensing has remained stable. Lead integrity evaluation was recommended. No additional adverse patient effects were reported. The lead remains in service. Additional information was received indicating that sensing has remained stable, and reprogramming was performed to adjust the therapy zones. No additional adverse patient effects were reported. The device remains in service.